Manufacturer narrative:
The insulin pump had cracked case battery side and cracked battery tube threads. The insulin pump received with critical pump error due to moisture damage to force sensor. The insulin pump received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 17.3 mmol/l. The customer also reported that there was crack along the battery compartment side. The customer also reported that the insulin pump will not turn on because copper plating missing in battery cap. The device will be returned for analysis.